Event description:
It was reported that the pt's device had moved and needed to be replaced. Unable to follow up with the contact information provided, hence, no further information was obtained.

Manufacturer narrative:
(B)(4)